Manufacturer narrative:
Brand name: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Lens was returned in vial, in liquid. Visual inspection found optic and haptic torn. Lens returned in 3 pieces no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a cc4204a, +22.0 diopter, intraocular lens was damaged during insertion into the eye. The lens was implanted and removed from eye during initial surgery on (B)(6) 2019 with no patient injury. Backup lens was implanted and resolved problem. Reporter stated that the cause of event was due cartridge issues.